Manufacturer narrative:
There is no known patient involvement. The facility did not provide the event date. This information has been requested and will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the unit tested positive for nontuberculous mycobacterium (ntm). The customer stated that the unit is operated inside the or. At this time, the customer has not identified any patients who were impacted by this issue. Details regarding additional cleaning and testing of the unit have not been provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5062865) on july 7, 2016, reporting that the sorin heater-cooler system 3t unit used during open heart surgery tested positive for bacteria during routine culturing of the equipment, despite strict compliance with the manufacturer recommendations for cleaning. The customer reported that there is no known patient impact caused by this issue.